Event description:
Reportedly alleged discrepant results with the blood glucose monitoring device which resulted in being treated by paramedics with an IV. Reporter stated device was 161 mg/dl at 9 am and took normal medication however at 3:30 pm customer was tired and glucose tested 39 mg/dl. It was reported paramedics treated her with a glucose IV but their value was not provided, however twenty minutes later using customer's meter, result was 307 mg/dl. No controls were reportedly used and a request was made for the return of the suspect device and replacement product was sent.